Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 450 mg/dl. Customer also stated that there was blood at site for both sensor and infusion set. Customer stated that the bleeding was stopped and they did not receive medical treatment as a result of site issue. Customer also had bruise on his leg. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.